Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had issues with their physician being ¿overly cautious¿ with the pump in that they were unlikely to make changes when the patient was at a level of medication that they felt was adequate. The patient was noted to have had issues similar to another patient whose flex dosing no longer accommodated their pain schedule, and they were home bound by their pain level. It was later reported on (B)(6) 2013, that the event was 2 years prior and involved a relatively new patient. The reporter indicated that managing the patient¿s pump was "a nightmare from the beginning" as the doctor had such a high concentration of drug at the beginning. Eventually the patient had withdrawal, had saline put in for a while, and was hospitalized even. Later, the patient had no medication, or was set at minimal dose, or might have been explanted. The reporter was unable to recall the exact details, timeline or patient name, but felt very strongly that the event was already reported at the time it did occur.